Manufacturer narrative:
The device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'under delivered volume' was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered 16.5ml at the 20ml setting during testing. There was no patient involvement. No additional information is available.